Event description:
It was reported that there was excessive leak on the cuff approximately 90 minutes after admission. Excessive leak on cuff required patient being woken and extubated. Ett (endotracheal tube) was found to have failure of the flue around the proximal end of the ett cuff. Patient had bilious gastric secretions in oropharynx and was high risk of having aspirated during period of cuff leak.

Manufacturer narrative:
One device was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. A lot history review could not be conducted because no lot number(s) was/were identified. Visual and functional tests were performed. The customer's stated problem was confirmed as the leakage was found. A channel was observed between the base of the cuff and the main tube. The probable cause of the issue was due to a welding error during manufacturing in tijuana. No further action was taken.